Manufacturer narrative:
The lead remains implanted and the physician will continue to monitor the lead performance. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead displayed noise, oversensing and impedance measurements greater than 2000 ohms. It was reported that there were no pauses in pacing and no adverse patient effects. The physician elected to monitor the lead.